Event description:
The customer reported that the electrode broke off underneath her skin when removing the sensor. The customer stated that she may have inserted the sensor improperly. Advised to speak with her doctor regarding the piece that remains in her skin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.